Event description:
Shield finger broke off into patient cavity. Pt was brought back to surgery for other medical reasons which is when they discovered a piece of white plastic. Patient outcome is good.